Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on unknown date due to carpal-tunnel syndrome and suture was used. Following the procedure, the patient experienced a pus formation at the puncture channels. A hand phlegmon developed and the patient underwent a surgical procedure. Currently, the patient has recovered. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure and suture was used. The patient experienced wound healing disruption. Additional information has been requested.